Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) visited system onsite and performed troubleshooting actions, which revealed that the fuse on the rear panel was blown due to loosen wire connection. To resolve the issue, the fse reconnected the loose wire and replaced fuse, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.